Event description:
Per the clinic, the patient experienced an infection due to extrusion of the receiver/stimulator through the skin, and was treated with a topical antibiotic. The device was explanted on (B)(6) 2021. Reimplantation is planned, but has not yet occurred as of the date of this report.